Manufacturer narrative:
Additional information: d4. Lot # em51993, primary UDI: (B)(4). D9. Yes, returned to manufacturer on 07/11/2024. H3. Yes. H6. Type of investigation: 10, 3331. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms that the distal t-27 hexalobe tip of the final driver has completely sheared off. This failure is likely due to an excessively high torque being applied during use combined with bending loads. Shear failure of a hexalobe occurs when the applied force on the instrument exceeds the instrument's design strength. Review of device history records showed no manufacturing or processing related irregularities that would cause or contribute to this failure mode. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.

Event description:
It was reported that the tip of the driver broke off during a revision surgery.

Manufacturer narrative:
The device has not returned for evaluation. The lot number was not provided; therefore, a review of device history records cannot be performed. Photographs were not provided; therefore, the complaint cannot be determined. Based on the information provided, a root cause cannot be determined. Multiple attempts have been made to obtain further information. If additional information and/or the device are provided, a supplemental report will be filled accordingly.